Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The intra aortic balloon was inserted into the patient on 5/25/98 at about 17:00. On 5/29/98 at about 15:00 hours, the intra aortic balloon frequency was 1:3. When the patient was being weaned from the intra aortic balloon pump, the "helium leak" alarm sounded from the system 97 pump and blood was noted in the catheter. (Event complications: none from the event-reported 6/11/98.) (Pt's current status: unk-reported 6/11/98.)